Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Customer states insulin continuous to drip after motor stop during manual prime process. The customer was advised to stopped troubleshooting and replace out pump.the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked/broken end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to cracked/broken end cap.